Manufacturer narrative:
It was reported that the ventilator failed multiple tests during pre-use check. The ventilator was investigated on site by our field service engineer (fse) and the air gas module was replaced to resolved the issue. The provided device logs confirms the reported issue. " according to the logs the machine failed at 08-12-2021. The date of event has been fixed accordingly". The defective air gas module didn't return for investigation. Therefore, no root cause can be established.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed multiple tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).